Manufacturer narrative:
Result of investigation: the customer perfomed complete calibration and annual maintenance with the filters and o2 cell changed. After the complete calibration the unit had no more problems. No root cause has been determined. According to technical support it is more likely caused by a leak in the circuit system or periphery or the o2 cell was not applied tightly.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Analysis of the log files confirmed failed circuit test. Vyaire has requested customer to check if all external connections are properly done, if the oxygen sensor is correctly placed, and if the o-ring is not damaged or missing. Then to perform circuit test with a new circuit. It that fails, to perform insp block valve test and blower test. No root cause has been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 is working with a test lung without alarm. However, upon checking, circuit test fails due to large leak. There is no patient involvement associated with the event.